Manufacturer narrative:
The customer contact indicated the devices were discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of breakage of the distal tip of the option-lok male adapters. On unspecified dates, the option-lok male adapters. On unspecified dates, the option-lok male adapters of the primary tubing sets were connected to needleless valve connectors of extension tubing sets and were being used to deliver unspecified antibiotics or unspecified solutions, at unspecified rates. After an unspecified length of time, when the nurses attempted to disconnect the option-lok male adapters from the needleless valve connectors, it was reported that the distal tip of the option-lok male adapters broke off inside the needleless connectors and a piece remained lodged inside the needleless connectors. At unspecified times, the customer contact reported that unspecified volumes of solutions leaked. No specific details were provided. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. There were no reported medical interventions. Though requested, no additional info was provided.